Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery related alarms or alerts recorded in the formatted history file on the event date 21-oct-2025. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/03/2025 06:12:00 after more than 7 days at 19.7 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 21-oct-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 10/18/2025 19:55:00.000. Sensorerroralert (801) was found on: 10/18/2025 22:30:34.000, 10/18/2025 23:05:32.000, 10/18/2025 23:40:33.000. 10/19/2025 00:15:34.000, 10/19/2025 00:50:34.000. 10/19/2025 01:25:34.000. 10/19/2025 02:00:34.000, 10/19/2025 02:35:34.000. 10/19/2025 03:10:33.000, 10/19/2025 03:45:33.000. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarm according to error log. Pump error 53 alarms (line number 65535 file number 65535), suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Customer alleged for unexpected battery power loss was not confirmed. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Critical pump error (open book image) alarm and pump error 53 alarms were confirmed due to corrosion on the pcba 1 and pcba 2. Corrosion was also found on the force sensor and motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error with an open book image alarm. Also, the customer tried to force a shutdown and insert new batteries, but the pump did not turn back on. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump did not show any signs of damage. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.